Manufacturer narrative:
Mml#: (B)(4). Other explanted device. Model: 5100, description: reactiv8 implantable pulse generator, serial number: (B)(6), UDI#: (B)(4), model: 8145, description: reactiv8 implantable stimulation lead, serial number: (B)(6), UDI#: (B)(4).

Event description:
The patient reported that the device stopped working. The clinical specialist confirmed an out-of-range (oor) or high-impedance failure on two electrodes. There was no report of patient harm or injury. The device was reprogrammed, and the patient was able to continue with the therapy sessions. However, the remaining electrodes continue to exhibit oor/high-impedance failures. The device was turned off, and the patient decided to have it explanted. The implantable pulse generator (ipg) and two leads were explanted without complications.

Manufacturer narrative:
Mml# (B)(4). Other explanted device. Model: 5100 description: reactiv8 implantable pulse generator serial number:(B)(6) UDI# (B)(4). Model: 8145 description: reactiv8 implantable stimulation lead serial number: (B)(6) UDI#: (B)(4). The ipg and leads were received for analysis. The ipg passed the functional testing. No other damages or anomalies were observed with the ipg. The leads were received in two segments. No functional testing could be performed. A visual inspection under a lab microscope revealed round fractures across all coils on the right lead. No fractured wires observed on the left lead. The out-of-range was confirmed, and the root cause was found to be fractured wires.

Event description:
The patient reported that the device stopped working. The clinical specialist confirmed an out-of-range (oor) or high-impedance failure on two electrodes. There was no report of patient harm or injury. The device was reprogrammed, and the patient was able to continue with the therapy sessions. However, the remaining electrodes continue to exhibit oor/high-impedance failures. The device was turned off, and the patient decided to have it explanted. The implantable pulse generator (ipg) and two leads were explanted without complications.